Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. The patient reported that the low alert did not sound at night and she had to be taken to the hospital for an urgent low. No event details were provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available